Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device has not been reported as explanted. Complainant part will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a metacarpal open reduction internal fixation (orif) on (B)(6) 2016, a screw broke in half while inserting it into a plate hole. The shaft of the screw remains in the patient and the head was retained on the screwdriver. All fragments retrieved and no delay in surgery. Procedure completed successfully with no reported patient issue. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity# 1) screwdriver (part# unknown, lot# unknown, quantity # 1). This is report number 1 of 1 for (B)(4).